Event description:
It was reported that during a routine review of the programming history database, low lead impedance was seen for patient. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Provider reported that there was no trauma or manipulation to the lead prior to the low impedance being seen. The patient is not experiencing any low impedance with the adverse events. No other relevant information has been received to date.

Event description:
It was later reported that patient continued to show low impedance. Internal generator data was reviewed which showed several incidences of low impedance.

Event description:
It was later reported that patient had a full revision. In surgery they noticed the suspect lead casing was seen to be stripped. Impedance was within normal limits after surgery. The suspect product has not been received into product analysis to date. No other relevant information has been received to date.